Event description:
It was reported that the patient, with history of radiation therapy, underwent a revision procedure due to atrophy of the urethra with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new 5.0cm aus cuff and balloon was implanted, the cuff was implanted in a slightly different location and did bulking by way of transcorporal placement. The physician believes that after many years the urethra became thinner at the location of the cuff and became too loose. The patient was stable following the procedure.